Event description:
A pt reported they were unable to receive a reading on their one touch ultra meter due to their meter allegedly would not power off. Pt reported no symptoms. There was no result on their meter as the pt was unable to test. Treatment was pt's usual medication for diabetes. No further info has been reported. No serious injury or allegation of harm.